Event description:
Caller alleged discrepant inratio 2 inr result in comparison to the laboratory inr result. Results are as follows: date (B)(6) 2013, inratio2 inr 0.8, laboratory inr 1.99. The time between testing was within minutes and the laboratory test was within expectation. No therapeutic range was provided. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.